Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed spinal pain. It was reported that the stimulation was not covering the patient's lower back as it did during trial with a high density programming. She currently has a non-rechargeable battery implanted and programming was attempted to mimic high density but the patient was upset because she was not getting low back relief and she didn't know the non-rechargeable battery had programming limitations. The battery voltage was already at 2.8v after 2 months of use. X-rays were planned to check and compare the lead placement. Re-programming with 2-3 programs similar to high density were attempted without success. It was reported that a surgical intervention was planned and the surgeon and patient were going to discuss changing the battery to a rechargeable one and a possible lead revision, but nothing was scheduled at the time of the report. Follow up has been conducted to obtain information regarding the intervention required for the event and if additional information is received a follow up report will be sent.